Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with his sensor and blood glucose level readings. The customer's sensor glucose reading was 48 mg/dl but his blood glucose level was 414 mg/dl. His sensor and blood glucose level difference was not within an acceptable range. He treated his high blood glucose level with a bolus. While troubleshooting the insulin pump alarmed calibration error. The device was not returned.